Manufacturer narrative:
A device history record review of lot 35225657 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review of lot 35225657 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the .018 sv inter 300cm st guidewires are unwinding and breaking off in the patients. There were no injuries.

Manufacturer narrative:
Based on the additional information received, this file has been determined to be not reportable.